Event description:
The company representative was following up on patients whose generators were potentially at end of service when an obituary was found indicating that the patient had passed away in his sleep. A cause of death was not listed. The funeral home reported that the patient was buried with the vns system implanted therefore return of the vns lead and generator is not expected. Further follow-up with the patient's last known physician found that the patient had not been seen in several years. Therefore the physician could not comment on the cause of the patient's death or its relationship to vns therapy. No additional relevant information has been received to date.